Manufacturer narrative:
H3: product ID: 97755, serial# (B)(6), product type: recharger. It was returned and the analysis results shows, recharger antenna failure with the message no device found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated that they are about a week past regular charging time for the implantable neurostimulator (ins) and the battery level is showing an alarm (agent understood a caution sign). Caller stated they are trying to charge the ins, but the controller keeps giving them a warning that the implant is not charging. Caller stated the controller is discharging quickly; agent asked to clarify this and caller stated it says to position over the implant, and the numbers go up to 100, but then it never connects. Agent understood caller was referencing passive recharge mode. Caller added that the recharger cord is getting really hot where the cord meets the antenna. Agent had caller examine the equipment for damage; caller noted no visible damage. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial #: (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.